Event description:
A site representative reported that the navigation system control unit (scu) was working intermittently. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement system control unit (scu) shipped to site (B)(4) 2013. Medtronic investigation of returned suspect system control unit (scu) finds that, during a functional test the scu seemed to function normally but suddenly went to black status briefly, not communicating with the positioning sensor unit (psu), then returned to normal tracking. Event logs indicated a history of incidents where the scu had difficulty establishing communication with port 1. More recently the scu was reporting an intermittent internal strobe error. Electrical failure, communication error, directly caused the event. On (B)(4) 2013, a medtronic representative, following-up at the site, performed a navigation system check-out, all areas passed. System control unit (scu) working as it should.